Event description:
It was reported by the customer that when using the generic bd pyxis¿ es server, devices were had upload stopped and were in upload with retry mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the devices were had upload stopped and were in upload with retry mode. A technical support specialist dialed into the server and reviewed health sight viewer (hsv), identifying three notices in retry mode. The customer permission was obtained to bring down the station, and the knowledge article (ka) "retry - insert into purge. Purge statistics" was successfully applied. No variation was observed in the debug log after 2 hours. Additional permission was granted to shut down both stations. The knowledge article was reapplied, and the notices were cleared. The technical support specialist checked the data sync log ¿ everything was working. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, devices were had upload stopped and were in upload with retry mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.